Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the decreased/positional stimulation and the burning sensation was not determined and no actions/interventions were taken to resolve this. The patient will be seen by the physician and they will reprogram on (B)(6) 2021. [Refer to pe 704529424 for difficulty charging]

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep did not find the cause of the decreased/positional stimulation and the cause of the burning sensation was the patient's chronic pain pathology. The rep reprogrammed the patient's device to resolve the issue. The issues were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the patient met with a person on june 25th to check their implant; patient would not verify or clarify if they met with a representative when asked. Since then the patient had issues with their stimulation. The patient said after they met with a guy they could not feel the "current" (this was understood to be stimulation). The patient said the stimulation was there but not as strong as it could be, and they normally had their intensity to 10 but if the intensity was turned higher they didn't feel like the intensity was higher. Sometimes when the patient lays down they don't feel like the stimulation is on but when they move the stimulation then feels like it was on. The patient stated that it started to burn on their side and once they turned the stimulation intensity higher it stopped. The patient said when they lay down their side it burned like fire and by turning the stimulation higher it does not take the pain away. The patient said they aren't able to sleep without the implant. The patient was redirected to their healthcare provider to further address the issue. It was noted the patient was difficult to understand during the call and the patient was very confused. Additional information was received from the patient. The patient stated that the hcp said the device was ok; they checked it and said it was fine. The patient said they did not know what they did. The patient called again later and added that after they went to the doctor about two months ago, they feel like their implant is not working like it did before, like it's not strong enough. The patient said that when they sweep or mop, they get a burning sensation inside them where their implant is; they said if they move in a certain position, then it stops. The patient said they are also getting sciatica in their right buttcheek, which hasn't happened before. The patient said that when they lay down, their buttcheek starts to burn, and starts to hurt. The patient said they have started getting cramps again, which had gone away. The patient said they have an appointment on november 2nd, and they wanted to see a representative t here. An email was sent to the field and a rep noted they would call the patient.